Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While assisting the customer with a sensor issue, it was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 190 mg/dl. Customer declined troubleshooting for the no delivery alarm because she was able to successfully finish the remainder of the bolus on her own. Continued assistance with weak signal alert, and the customer was able to reestablish the connection between the sensor and transmitter. Advised customer to monitor the device and call back if any additional assistance was required. Nothing further reported.